Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had the implant and wires removed in 2014 because the implant no longer worked and lost effectiveness. Patient stated they need an MRI for cancer and the MRI facility called manufacturer as devices registration is showing that pt still has the implant. Patient stated they had MRI before. Agent reviewed patient consult with healthcare provider (hcp) office. Agent reviewed registration (prs) can update the device status in the system. Agent warm transfer patient to prs.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name pisces z quad; product ID 389033 (lot: j0527471v); product type: 0200-lead; implant date (B)(6) 2005; explant date (B)(6) 2014 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.